Manufacturer narrative:
Device evaluated by manufacturer: no, lens implanted. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.50/+0.5/135 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens had an excessive vault and a refractive surprise. The lens remains implanted.

Manufacturer narrative:
Conclusion code: (B)(4)-per dfu of this lens model, implantation of lens in an eye with an anterior chamber depth (acd), as measured from the corneal endothelial to the anterior lens capsule, less than 3.0mm is contraindicated. This patient had an acd less than 3.0mm at the time of implantation. Per dfu for this lens model, vticmos are contraindicated for patients above the age of 45 years old. This patient was over 45 at the time of implantation. (B)(4).